Manufacturer narrative:
1 of the 3 reported events, 3 lot numbers were provided, and lot history reviews were performed. Of the 3 reported malfunctions, no devices were returned for evaluation. Therefore, the investigation is inconclusive. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model u4150530rx pta balloon dilatation catheter allegedly experienced material rupture. These reports were received from various sources. All three events had no reported patient injury. Age, weight, and gender were not provided for the patients.